Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 15, 2016. (B)(4). The sample was not returned for evaluation. A review of the device history record revealed no manufacturing anomalies. A retention sample from the same product code/lot number combination was obtained for investigation. The retention sample was visually inspected during which no anomalies were noted. The unit was then gradually pressurized in a water bath to roughly 1000 mmhg for 30 seconds. No leaks were observed. The unit was then coupled with a bpm head and the test was repeated. Again, no leaks were observed. A definitive root cause could not be determined; therefore, this event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that just prior to cardiopulmonary bypass, during the blood priming, blood leaked from the shunt sensor. Blood loss 5-10ml. Product was changed out. Procedure was completed successfully.